Event description:
It was reported that a one-link IV connector leaked. This occurred during infusion. The reporter stated that the nurse injected tracer into the device; when she then tried to flush the device with saline, the saline sprayed on the nurse. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.